Event description:
It was reported that the patient was shocked thirteen times, due to noise on the lead. High impedance (greater than 3000 ohms) and fracture were also reported. No further patient complications were reported as a result of this event.